Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). Complaint received as follows: "after inserting the foley catheter into the patient's bladder, no urine was seen in a long time. A male nurse was trying to re-adjust the catheter whilst the balloon was still inflated, and then, according to the risk manager, the catheter was torn off into 2 pieces, whilst the distal part was left inside the bladder. In order remove the catheter, it was necessary to perform a cystoscopy. Only the distal part was kept. In a visual inspection, the ends seemed completely straight, something that indicates that the catheter was cut off via a sharp instrument. The risk manager asked to add that recently she was informed by the delivery room staff that many of the foley catheters which were in their use could not be deflated."

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei (B)(4)). The event is deemed serious as it required a medical/surgical namely a cystoscopy in order to puncture the balloon and remove the catheter from the bladder. If not removed, this could have resulted in serious harm. From a clinical perspective, a causal relationship between the catheter and this event is deemed possible. Reported to the FDA on (B)(4) 2013.